Manufacturer narrative:
The subject device was not returned for investigation therefore, a physical investigation of the device could not be performed. Based on the reported event, two c2 ivl catheters were used during the procedure. The first 2.5 x 12mm ivl catheter successfully delivered 120 pulses and was removed. The second 3.0 x 13mm ivl catheter delivered 10 pulses and was unable cross to the desired treatment area, therefore it was removed. The physician implanted a stent and viewed it via oct which showed that the stent was under-expanded, so the physician used a non-compliant (nc) balloon. The nc balloon was pressurized to 20+ atms which was followed by vessel perforation/dissection and subsequently, the patient's death. The cause for the reported patient death could not be determined. The lot code of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a patient underwent a percutaneous coronary intervention (pci) procedure using two shockwave c2 coronary intravascular lithotripsy (ivl) catheters to treat a lesion in the target vessel in the left anterior descending (lad) artery. Access to the lesion was obtained via the radial artery. A 2.5 x 12mm ivl was used and successfully delivered 120 pulses in the entire length of the vessel. The physician then used a 3.0 x 12mm ivl as he intended to treat the entire proximal segment of the lad, but he was unable to deliver it as far as he had hoped so he just used it in one area and delivered 10 pulses. He then tried to advance the catheter, however, the ivl could not cross to the desired treatment area, so the catheter was removed. The physician used optical coherence tomography (oct), implanted the stent, and used the oct again. After seeing on the oct that the stent was under-expanded, the physician decided to use a non-compliant (nc) balloon. The balloon was pressurized to 20+ atm. At that time, the vessel was perforated/dissected. Several life-saving procedure attempts were made, however, the patient expired while still on the table.